Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device could not be interrogated remotely through rf telemetry. An inductive device was sent to the patient and it was working appropriately. Review of session records indicated that the device was functioning normal. Patient will be called in clinic for device interrogation. Patient was stable.